Event description:
The patient's nurse reported that there is an issue with the patient's infusion device. The patient has been experiencing elevated blood glucose in the 300 to 400 mg/dl range for the last 2 months. The nurse also reported that the patient was connected to a constant glucose monitor for 2 days and experienced elevated blood glucose in the 200 to 300 mg/dl range. After the results from the constant glucose monitor, the patient's physician advised the patient to get a new infusion device. The patient would try to bolus to bring her blood glucose down, but her blood glucose would not lower. The patient reported headaches as a symptom of elevated blood glucose. The patient's physician would like the patient's blood glucose to be below 200 mg/dl, but prefers 70-120 mg/dl. Prior to 2006, the patient's blood glucose was regulated at 130 mg/dl. The product has been requested for return to be evaluated.